Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Casing on 20mm probe is cracked and wires are exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of casing on 20mm probe is cracked and wires are exposed was confirmed. The strain relief at the scanner end has been pulled away from the cable. The root cause of the reported issue is a use-related probe failure.

Event description:
Casing on 20mm probe is cracked and wires are exposed.